Event description:
It was reported the cord emitted sparks. Visual inspection of the components revealed the electrical cord had been burned by some external source. The unit worked properly and there was no evidence of a spark or mfg defect of any kind. We concluded that this report was attributable to misuse on the part of the consumer.